Event description:
A copy of the patient's death certificate cannot be obtained by the manufacturer per the department of vital records of the state the patient passed away in; the manufacturer of the patient's medical device is not eligible to obtain a copy.

Event description:
It was reported that the patient passed away, no further information was received. Good faith attempts were made for additional information but were unsuccessful. An internal sudden unexplained death in epilepsy (sudep) evaluation was performed and the death was determined to be possible sudep.

Event description:
Information was received from the national death index (ndi). Per this report, the underlying cause of death was malignant melanoma of skin. The patient was additionally noted to have pneumonia. No other relevant information has been received to date.